Event description:
Healthcare professional reported right side "suspicion of rupture of the right implant who came because of pain" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.